Event description:
The following information was reported to kci by the hospital case manager: on (B)(6) 2010, it was reported that in the pt's operative report notes a piece of foam was observed to have been left in an old thoracotomy wound. The white piece of foam measured 35 mm x 10 mm. On (B)(6) 2010, vac therapy was initiated in the hospital and used until (B)(6) 2010 and then transitioned to home care. On (B)(6) 2010, the home health nurse reported that the dressings were changed every day due to the pt's mental status and not understanding the purpose of the dressing and tubing. The pt would pull the dressing off every day. The nurse placed whitefoam in the tunneled area of the wound and granufoam in the rest of the wound bed. The nurse was unable to search the tunneled area effectively following unplanned pt removal of the dressing and was not always able to find the remnants of the used dressing to evaluate completeness of foam removal. On (B)(6) 2010, vac therapy was discontinued due to visualization of vac foam in unanticipated areas of the wound by the home health nurse and the doctor. On (B)(6) 2010, the wound was debrided and the surgeon found 3-4 pieces of an unk foreign material about 1cm long.

Manufacturer narrative:
Device labeling, available in print and online, states vac foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Based on information provided by the health care providers it cannot be determined when the foreign body alleged to be v.a.c. Whitefoam was inadvertently left in the wound. The foreign body was not returned to kci for identification, therefore, kci was unable to confirm identity of the foreign object. There was no product malfunction. This report is being filed due to user misuse.